Manufacturer narrative:
(B)(4).no sample was returned therefore no evaluation was performed.

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010. During the call, the home patient (hp) reported that she is having swelling at the catheter site. She has had peritonitis for two weeks. She has not been feeling well. Her temperature was 104 degrees per the mother. During a follow up call to the facility on 04/21/10, the nurse advised that the patient was seen in the clinic on (B)(6) 2010 with complaints of a fever. A culture was taken on (B)(6) 2010 and results indicated enterococcus faecalis. A cell count was taken however the results are unknown. A gram stain was performed. The patient was placed on vancomycin and gentamycin intraperitoneal (ip) and remains on antibiotics currently. The transfer set was also changed on (B)(6) 2010. The nurse indicated the patient told her that she had been at the hospital with a parent on (B)(6) 2010 and when she set up her therapy she had not used the "best" technique she should have. The patient was retrained regarding aseptic technique. The patient will be seen in the clinic on (B)(6) 2010. The nurse indicated that this was the first episode of peritonitis that the patient has had in five years of therapy. Reportedly the patient had fallen at home approximately one month ago and had sustained a bruise at that time. The nurse indicated she did not feel the peritonitis was related to the pd solutions. The patient is improving however the peritonitis has not fully resolved. A repeat culture done on (B)(6) 2010 showed no growth.